Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock when programmed in the conditional zone. Analysis was performed and confirmed the rate of the event was in the conditional zone, however t markers were noted. Due to the morphology change the device met criteria and delivered therapy. At this time, the device remains in service. No adverse patient effects were reported.